Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 years ago from date manufacturer was made aware.